Manufacturer narrative:
Initial reporter phone#:(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe s2 20ml barrel tip broke. The following information was provided by the initial reporter: when opening the package, the tip of barrel of syringe was found to be broken.

Manufacturer narrative:
H6: investigation summary: a device history record review was performed for provided lot number 1810214. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, a picture sample was returned for evaluation by our quality engineer. Through inspection of the picture, the tip of the syringe was found broken. The material used to manufacture the discardit syringes is selected and tested to resist normal conditions of use. The assembly machines have an in-line detection system that inspects all product and automatically rejects syringes with signs of damage. Based on these preventive measures, it is possible that this incident was a consequence of an error in storage conditions within the manufacturing facility. If the barrel is still hot when the product is stored, it may become damaged and go undetected within the packaging machine. We believe this was an isolated incident with an unlikely chance of recurrence. H3 other text : see h10.

Event description:
It was reported that syringe s2 20ml barrel tip broke. The following information was provided by the initial reporter: when opening the package, the tip of barrel of syringe was found to be broken.